Event description:
Multiple dualcap light blue caps were noted to have discoloration in the foam alcohol pad when the backing was exposed. Caps would range from dark brown, green, white fuzzy spots inside on the foam. The consistency of the foam was also sludge rather than foam. Expiration dates on these were noted to be in 2028 and 2029. Light blue dualcaps were removed from patient care area.